Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "what confirmatory testing was performed that determined the false positive result? Blank vial kept for more than hours. Shown negative result which was expected. Also cleaned air filter. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? If yes, did the erroneous treatment have any adverse impact to the patient(s)? Customer was facing false positive. "

Manufacturer narrative:
H.6. Investigation: the complaint was created for instrument mechanical issues on the bactec fx top instrument (p/n 441385, s/n (B)(6)). The customer reported the door was having locking functionality issues. A field service engineer went on site to investigate the failure and found the door lock to be faulty. The door lock was replaced onsite and the complaint was confirmed. No material was returned for further investigation so the root cause was unable to be determined. During the service visit, the customer expressed concerns for a false positive result. The fse cleaned the air filtered and determined the instrument was performing as expected. Bd quality will continue to monitor for trends related to the door lock failure on fx.

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "what confirmatory testing was performed that determined the false positive result? Blank vial kept for more than hours. Shown negative result which was expected. Also cleaned air filter. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? If yes, did the erroneous treatment have any adverse impact to the patient(s)? Customer was facing false positive".